Event description:
Before lasik my dr was telling me that my vision would be better or the same as glasses for distance. However, this is not the case. I experience issues with the eye I had lasik. My vision in my left eye is not as vivid, I have halos and stars at night and adorations looking at text on the tv. Right before surgery the dr was asking me questions during some specific examinations. He disagreed with what he thought I was saying, and I think he took liberties into his own hand thus making my vision worse in some cases. The first visit he was very quick to get me out of the office not wanting to answer my questions. I will ask him next month for all of the data associated with my exam and surgery. FDA safety report ID# (B)(4).